Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system medication was not crossing to the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the orders were entered correctly. A technical support specialist dialed into the server and confirmed the station was currently in sync. Reviewed the patient¿s profile and observed that most orders were scheduled for the morning. Verified the device setting in pes for the med due now display range start. The tss contacted the emergency room via phone to reach out to the customer. Attempted to validate the order from this case, but no one was available to confirm at that time. The system functioned as intended after the technical support specialist investigated the device.